Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While removing a pod detachment handle (handle) from its packaging during preparation for a coil embolization procedure, the handle nose cone fell off. The damage to the handle was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a new handle.